Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient received a vibratory alert for right ventricular oversensing. Noise was reproducible on the lead during certain movement. Additionally, atrial pacing output was seen on the right ventricular lead. Imaging was performed, but the results were not provided. On (B)(6) 2018, the right ventricular lead was capped and replaced. No further information was available.